Manufacturer narrative:
This catheter is indicated for ptv of the pulmonary valve. It was being used off label for an aortic procedure. A sample catheter from inventory was pulled and tested. It exceeded the rbp of 4 atm and didn't burst until 9 atm. The catheter performed according to specifications.

Event description:
Tyshak ii balloon ruptured at just 4 atm with gradual inflation. Inflation was at the site of shunt connection to aortic arch (previous norwood surgery). The account couldn't tell which direction the balloon ruptured.